Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. As received, the monitor displayed service code 110 - over voltage cleared no energy. Upon evaluation, the c19 high voltage capacitor was broken away from the solder pads and the enclosure cover was cracked. The cause of the service code was the damaged high voltage capacitor. The root cause of the damage is physical abuse, as evidence by the visual damage to the monitor. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned monitor sn (B)(4). The patient using the monitor reported that the monitor displayed a service code.